Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. A review of the device history record is pending. Additional contact: (B)(6).

Event description:
The complaint/event involved a microclave¿ clear connector that reportedly leaked an unspecified liquid after connecting the infusion connector to the attachment while preparing to infuse the patient. They immediately stopped using the device and replaced it with a new one. Although there was a patient involved, there was no harm or adverse event reported.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.